Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by feeling poor and abdominal pain. On the same day as onset, the patient was hospitalized for the event. The patient was diagnosed with peritonitis and on the same day as diagnosis, the patient was treated for the event with vancomycin (dose and frequency not reported) ip-intraperitoneally. Three days after the initial receipt of this report, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h14a27021. There were no issues detected during the manufacturing process. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). On (B)(6) 2014, the patient was diagnosed with peritonitis. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).